Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited out of range high pacing lead impedances and low shocking lead impedances. Additional information was received that this lead's proximal coil suffered damage.